Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a vats procedure, the surgeon was operating on a patient using a reload to staple the main pulmonary artery branch of the right upper lobe (truncus anterior). Two days after the surgery, he suffered major bleeding and had to go immediately back into surgery. He drained 2.5 liters of blood and in surgery, the team evacuated 600mls of blood clots and 400mls of liquid blood. All bleeding came from the stapler line of the pulmonary artery. A blood transfusion was necessary. Surgical time was extended by more than 30 minutes. No other adverse events reported.